Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting after reboot. Upon functional testing fse found that the leds on the back side of host pc were not lit. Fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system did not boot, no boot led's on the back of the host-pc. System was in clinical use. No harm has been reported to philips.